Event description:
During an initial left hip total arthroscopy surgery, the surgeon inserted a shell as per the surgical technique. The surgeon started to drill for a screw with a 40mm drill bit. The drill was spinning and eventually the top of the drill broke clean off. The instrument was inside the patient when it broke. All the pieces were recovered. The surgeon said the bone seemed hard. There were no medical/surgical interventions, no surgical delay, no surgical complications, and no foreign body retained. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: country: canada. Customer has indicated that the device was discarded and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; however, a picture was provided and reviewed. Visual examination of the provided picture identified the drill driver had fractured. The device was covered in bio-debris. No further evaluation could be made with the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.